Manufacturer narrative:
(B)(4) is submitting on behalf of the foreign manufacturer, (B)(4) per exemption number e2017013.

Event description:
Fse (field service engineer) was dispatched on (B)(6) 2017.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On 13-nov-2017 a field service engineer (fse) replaced the reporting software computer for failed hard drive errors. The fse setup and configured options and test communications with g8 instrument and host. Normal operation, no further action required by fse. The g8 instrument was performing within specifications after completing the repair. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2016 through (B)(6) 2017. There were no other similar complaints identified during the searched period. The g8 operator's manual under chapter 7 - data management, states the following: results can be sent to a host computer using the rs-232c port (eia-232 /eia-574). Real-time transfer of each data set (every 1.6 minutes) or batch transfer of the transmitted list data using the recalculation function are both possible. This product has passed a rigorous inspection by tosoh engineers. In the event of a malfunction, the product will be repaired according to the restrictions in this warranty policy. Contact tosoh technical support for details at (B)(6). The most probable cause of the reported issue was due to a defective reporting software computer.

Event description:
On (B)(6) 2017 a customer reported getting hard drive errors upon start-up on the g8 instrument. The customer requested service in order to address the issue. On 13-nov-2017 field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.